Event description:
The facility reported an infusion pump with failure code 814:04. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 22 2007. Evaluation summary:the condition of failure code 814:04 was confirmed in the event history. Inspection of the device found that the was caused by a faulty air-in line printed circuit board. The air-in-line printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.